Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 46442 and a red screen. There was no patient involvement.

Manufacturer narrative:
D3 & e1: corrected h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was confirmed in the event history log. The error code was cleared, and functional testing was performed. The issue did not recur. The exact cause was not determined, but the downstream occlusion seal was preventatively replaced, and the sensors were calibrated.